Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt had high lead impedance on system diagnostics. Per reporter, the pt is aware of normal stimulation and seizures have not changed. No trauma that might have caused the high impedance occurred. The pt is being referred to surgeon for assessment and x-rays, but they have not occurred to date.